Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. Multiple attempts were made to obtain the required information regarding this event; however, no additional information was obtained. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic registered nurse (rn) reported to fresenius customer service that a peritoneal dialysis (pd) patient expired on (B)(6) 2020. The htpm indicated that the cycler was available but there was no confirmation that it was being returned. No further details were reported. There was no allegation that the patient¿s death was related to the use of a fresenius device, drug, or product. Multiple follow up attempts via email and telephone were performed, however, a response was not received.